Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level was over 500 mg/dl. The customer's current blood glucose is 332 mg/dl. The customer did experienced the symptoms such as nausea and dizziness. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.